Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a simulation training performed by the customer at the customer site, some concerns were raised over why the autopulse platform (sn (B)(4) was pausing frequently in continuous mode. The customer was wondering if the pauses would be a normal function of the autopulse, or if a position check of the manikin would be required. During the training, some fluid (saline or hartmann's solution) spilled into the autopulse platform. Subsequently, the platform would not turn on. No patient involvement.

Event description:
During a simulation training performed by the customer at the customer site, some concerns were raised over why the autopulse platform (sn (B)(6)) was frequently pausing in continuous mode. The customer wondered if the pauses would be a normal function of the autopulse, or if a position check of the manikin would be required. The customer was simulating the placement of IV lines into the manikin and cannulation for extracorporeal membrane oxygenation (ECMO). Some fluid (saline or hartmann's solution) spilled into the autopulse platform. Subsequently, the platform would not turn on. No patient involvement.